Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during procedure, the physician was using a eustachian tube probe. Under conditions of normal and gentle use, the probe tip fractured after a single use and fell into the patient's eustachian tube area. The physician retrieved the detached fragment using an alligator forceps. The length of the broken fragment was approximately 1 cm. The use of the probe was subsequently discontinued, and both the product and the detached fragment were preserved. Since the broken part fell into patient body and additional device was used to retrieved, this case is reportable.